Event description:
It was reported that during surgery the implants broke. Levels treated during the surgery were l5-s1. When attempting to implant the first ardis implant, it broke. Another inserter was used with another implant. The second implant broke as well during implantation. Forceps were used to remove the broken pieces of each implant from the pt. No further info is available at the time of this report.